Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported "left breast deformity, upward displacement of the implant. Capsular contracture grade IV" diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ deformation: observed deformation on the device. ¿ capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, d9, h6.

Event description:
Patient reported "left breast deformity, upward displacement of the implant. Capsular contracture grade IV" diagnosed via ultrasound. Device has been explanted.